Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited high capture threshold, noise with noise reversion and low pacing impedance. No intervention was performed. Patient's status was not reported.